Manufacturer narrative:
On april 18, 2023, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device has a different date of explant as (B)(6) 2023. (B)(6) 2023 was reported previously. New date on the paperwork is a date before MRI scan performed on (B)(6) 2023 which indicates devices rupture. Additional follow up request was sent. Any information received will be submitted via supplemental report. On april 25, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel siltex mod-rnd 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the patch and shell, causing gel leakage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant on the left side, and with 400cc memorygel breast implant on the right side and experienced bilateral breast implant rupture, and right side local reaction postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number 3503754bc; serial number (B)(4) on the left side, and with catalog number 3504004bc; serial number (B)(4) on the right side on (B)(6) 2023. It was reported that the patient is healing well after surgery. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received on may 3, 2023 confirms bilateral replacement surgery date to be (B)(6) 2023. Hence, no updates have been made. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).